Event description:
It was reported that the patient was having hazy vision and trouble focusing and driving outside in their right eye (od) resulting in the need to explant the intraocular lens (iol). Another johnson and johnson lens was placed as the replacement iol (model dib00, 21.5 diopter power). No incision enlargement, vitrectomy, or sutures was required. The patient is stated to be doing well post-operation. No additional information was provided.

Manufacturer narrative:
Patient weight: unknown; requested but not provided. Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed 1 other complaint has been received for this po number and complaint issues were unrelated, therefore no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.